Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the second pipeline was used to open the failed pipeline. The initial pipeline had not been removed, and remains inside the patient.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was not placed in a vessel bend when it failed to open. The pipeline was resheathed twice. The procedure was completed with the implantation of another pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a pipeline failed to open at the distal end. Balloon angioplasty was attempted to open the pipeline stent but was not successful. It distal end opened but was deformed and not apposed to the vessel. It was noted the the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). Despite the device issue, the pipeline remains implanted. The patient was undergoing the procedure for flow diverter treatment of a right internal carotid artery (r-ica) ophthalmic segment unruptured saccular aneurysm. The aneurysm max diameter was 3.00mm and the neck diameter was 2.7mm. The distal landing zone was 4.8mm; the proximal landing zone was 5.2mm. Patient's vessel tortuosity was severe. There were no patient symptoms or complications associated with this event. The event did not lead to or extend patient hospitalization. No additional medical or surgical intervention was required to prevent permanent impairment of a function. It was noted that post procedure angiographic results were considered successful and without complication.